Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and four samples were provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2410058. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or broken pieces were observed. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were identified. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product getting jammed within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description details/event: product description: 3-piece syringe bd plastipak luer-lok 50ml, reference: 300865, batch number: 2410058. Description of the fault: material fault - when using bd plastik syringes in the surgical intensive care unit, care staff noticed that several devices had broken on the plunger part; on the plunger side of the syringe. Several units are affected, 3 have been seen broken by the service for the moment and were recovered in our service dedicated to the devices of the pharmacy of our hospital centre. No direct clinical consequences for patients.